Event description:
The customer contact reported that the pump did not sound an audible alarm tone. The pump was returned to the biomedical engineering dept for an unspecified reason. During testing at the user facility, the pump did not sound an audible alarm tone when plugged into the ac outlet. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no addi'l info was provided.